Event description:
It was reported to philips that the system failed to boot up. The system was not in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that the system is not booting up. During troubleshooting, fse found that main power did not came from main mcb to system. Review of the log file showed that sib malfunctioning. Fse reconnected the cable. After reconnecting the mcb cable to the system, the system was returned to use in good working order.